Event description:
It was reported that there were removal difficulties. The target lesion was located in the severely calcified artery. A 1.50mm rotalink plus was selected for use. During withdrawal, it was noted that the burr could not be removed using dynaglide. The burr and wire were then manually pulled out from the patient's body, device was intact. The procedure was completed with the device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The sheath, coil, burr and annulus were microscopically and visually examined. Visual examination revealed that the coil is stretched and kinked at the handshake connection. Microscopic examination revealed damage to the annulus. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that there were removal difficulties. The target lesion was located in the severely calcified artery. A 1.50mm rotalink plus was selected for use. During withdrawal, it was noted that the burr could not be removed using dynaglide. The burr and wire were then manually pulled out from the patient's body; device was intact. The procedure was completed with the device. There were no patient complications reported.